Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 417 mg/dl. The customer was not treated for high blood glucose. Customer also stated sensor error. Customer was advised to speak to their health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.